Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure for a right atrial leadless pacemaker (alp). Post procedure while the patient was still on the table, the patients blood pressure dropped. An echo was performed, and a pericardial effusion was observed. A pericardiocentesis procedure was performed and the patient was stabilized. Early the next morning, the patient was taken to surgery for a small tear in the right atrial appendage that was repaired. The repair was successful and there were no patient consequences.